Manufacturer narrative:
UDI: (B)(4). Investigation of this event is ongoing.

Event description:
As reported by the clinical specialist, during valve deployment, after the valve was fully expanded, the delivery system balloon burst. The valve remained in place and had no issues. It is believed the burst may have been caused by calcification present at the lvot.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was returned to edwards lifesciences for evaluation. Upon visual inspection, it was observed that the balloon burst longitudinally and the burst propagated radially, likely when the balloon was retracted into the esheath. Due to the condition of the returned device (balloon burst), no functional testing was able to be performed. The complaint for balloon burst was confirmed visually. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in an edwards technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, available information indicates that patient factors (calcification) contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.